Event description:
A report was received that the patient had pain where the ipg header and lead extensions are implanted. The physician revised the patient and removed some scar tissue in the wound. The physician placed the lead extension connector below the fascia. The physician confirmed that the leads are implanted and sutured correctly and that discomfort is not due to component malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 serial#: (B)(4) model description:enh st ld kit model#:sc-3138-35 serial#: (B)(4) model description:scs phiii ext 35cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.